Manufacturer narrative:
The event is captured by edwards lifesciences under complaint#: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
As reported by an ew japan affiliate of a pascal ace procedure in mitral procedure where the regurgitation increased post procedure and hemolytic anemia was suspected. A first ace was implanted but the jet occurred from p3 which was slightly prolapsed preoperatively. Given mitral stenosis (ms), a second ace was successfully implanted, improving the mr (mitral regurgitation) from grade four to grade two. This second ace was implanted in a3p3 position, 11:5. The procedure was completed with mean gradient 4.0 mmhg. After leaving the operating room, the mr deteriorated to grade two-three. On postoperative day (pod) 1, the mr further deteriorated to grade three. Hemolytic anemia was suspected due to elevated ldh, and decreased hemoglobin level and the patient was symptomatic. Additional information was received that there was recurrent mitral regurgitation and suspicion of hemolytic anemia reported. On post-operative day (pod) 1, mr was assessed at 3.5+, and the latest grade was at 4.5+. The residual jet is originating from between the two aces. Both aces are stable and there were no device issues. After the procedure, levels of ldh, ast, and bilirubin increased, and a transfusion was performed on pod 3. A cerebral infarction was confirmed on pod 2. On (B)(6) 2024, a mitral valve replacement was performed, and the postoperative course was well.

Manufacturer narrative:
The complaint for reduced therapeutic efficacy over time / incorrect implant position was confirmed with objective evidence. No manufacturing non-conformities were identified from the imaging evaluation. Available information from the imaging evaluation confirms the presence of high residual mr but is unable to confirm the peak velocities of the mr jets. Possible contributing factors to the damage to valve anatomy include procedural related issues include interaction with chords. Possible contributing factors to high residual mr include patient related issues and procedural related issues (i.e., large flail segment, multiple baseline mr jets and inadequate posterior (p2) leaflet grasping). Imaging evaluation cannot determine the fluid dynamics of the regurgitant jets. However, a definite root cause for hemolysis is unable to be determined. Furthermore, the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified.

Manufacturer narrative:
The following sections were updated/corrected/added: b3, b4, d4, g3, g6, h2 and h11.